Manufacturer narrative:
This report is submitted on november 8, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [94844 device analysis report.pdf]

Event description:
Per the clinic, the patient developed an infection and cholesteatoma of the middle ear, causing a migration of the electrode array. Subsequently, the patient underwent revision surgery to explant the device on (B)(6) 2017. During explantation, it was discovered that scar tissue had formed around the extruded array and was pressing on the exposed facial nerve. Removing the device relieved the pressure on the nerve. There are currently no plans to reimplant the patient, as of the date of this report.